Event description:
Pt was originaly treated at index for coronary heart disease with the implantation of a cypher stent. The mid lad received a cypher,and the rca received a bx velocity at an unidentified time. The pt returned to the lab with chest pain and in-stent restenosis was discovered in both stents. The pt was treated with additional stens to rectify the problem.